Event description:
On (B)(6) 2010, the patient reported that 3 cannulas out of her current box of insulin infusion sets were bent. She said with 1 of the infusion sets she did not realize, it was bent until she removed the cannula and it "ripped" her skin. With the 2nd infusion set, she received an e4 (occlusion) error and cleared it by changing the infusion set. On the 3rd infusion set, it was uncomfortable and when she removed it, she discovered the cannula was bent. She stated, she has an infusion set insertion device but did not use in these 3 incidents. A courtesy guide to infusion site management and infusion sets with a shorter length were sent to the patient. On follow-up on (B)(6) 2010, the patient stated, she has had no further issues since using the shorter length infusion sets. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.